Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently unavailable.

Event description:
The sales rep reported that during a shoulder repair that the inserter on the customer's healix advance br 5.5mm anchor 3 suture with orthocord broke inside the anchor inside the patient's bone. The surgeon removed the anchor and broken piece of the inserter and re-tapped the bone tunnel a couple of times before inserting the next anchor. The surgeon completed the procedure with another same size, same type anchor in the same bonehole with no patient consequences. There was a 45 minute delay in the procedure. The sales rep reported that the patient had very hard bone. The sales rep reported that the bonehole was prepped with the healix awl/tap combo ((B)(4)) 5.5mm.

Manufacturer narrative:
The complaint device is not available for a physical evaluation and therefore, a root cause for this failure cannot be discerned. However, it is likely that the failure occurred due to patient's hard bone. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).